Event description:
It was reported that the patient presented for a follow-up in clinic. A chest x-ray (cxr) discovered the right atrial (ra) lead migrated into the inferior vena cava (ivc). Additionally, it was noted that the ra lead had no capture. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.